Event description:
It was reported that the promus 2.5 x 12 stent delivery system (sds) was being advanced to the obtuse marginal through a previously implanted stent in the left main. Upon advancement, the stent did not cross and upon removal became caught on the previously deployed stent and stripped off (dislodged) of the stent delivery system balloon. The dislodged stent was compressed against the vessel wall in the left main using another promus 3.5 x 18 stent. Then post dilatation was performed with two non abbott balloon catheters. Ivus was performed and the stent looked fine. Other stents were used to treat the lesion. Reportedly, the patient was fine. Though requested, no additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the united states.

Manufacturer narrative:
(B)(4). The customer reported that the stent remains in the patient. A follow-up will be submitted with all relevant information.